Manufacturer narrative:
The transfer cart subject of the reported event has been in use at the customer's facility since (B)(6) 2006. The unit is not under a steris service contract. A review of steris service records revealed this is the first time the customer has contacted steris for service. The transfer cart has been in use for over 9 years. A steris service technician arrived at the user facility, inspected the transfer cart and found the left rear swivel wheel was loose in the cart's framework. The technician completely inserted the wheel into the framework and ensured all wheels were sufficiently tightened. The loading cart has since been placed back into service and no further issues have been reported.

Event description:
The user facility reported that an employee obtained an injury after a wheel fell off of the loaded atlas transfer cart. The employee sought medical treatment at the facility's location. The facility declined to respond as to whether any procedural delays or cancellations occurred as a result of the reported event.